Event description:
It was reported that the device pocket was infected and that the device was unable to be interrogated. The suspected cause of the infection was attributed to the implant procedure. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of inductive telemetry issue was not confirmed. As received, the device was interrogated and was found to be normal with acceptable visual output. All preliminary test results were found to be acceptable. The device exhibited normal characteristics with battery voltage above elective replacement indicator.